Event description:
It was reported that the antibiotics infusion was not delivered as intended via the cadd pump. The pump had been programmed to administer antibiotics over a 24-hour period. However, upon planned disconnection of the pump, it was observed that the infusion bag remained full. This event resulted in a delay in treatment, as the patient did not receive the prescribed antibiotic therapy for sepsis during the intended period. As a remedial measure, the patient was administered additional antibiotics to ensure adequate serum levels. The event occurred during infusion in a hospital setting. The case involved patient exposure; however, no patient harm was reported.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.